Event description:
It was reported the lead eroding through the skin. As a result, surgical intervention occurred wherein the system was explanted to address the issue.

Manufacturer narrative:
Section b3: date of event is estimated.additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 8869601.based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Common device name: dbs lead, model: 6172, UDI: (B)(4), serial: (B)(6), batch: 8869601.

Manufacturer narrative:
A patient's lead eroding through the skin was reported to abbott. The patient's system was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.